Event description:
It was reported that patient underwent an ankle arthrodesis procedure on (B)(6) 2014. While a screw was being loaded onto the inserter, the tip of the inserter fractured off into the top of the screw. The screw was discarded and a new screw and inserter were used to complete the procedure. Additionally, it was reported that six additional holes were drilled unnecessarily due to the targeting arm putting screws medial to the nail, resulting in a 30-45 minute delay in the procedure.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The review of the deviation history as well as device history records found no abnormalities and the part left biomet control conforming to print specification.